Event description:
As reported by the exactech truliant knee clinical study, the 60-year-old female patient had an initial left tka on (B)(6) 2020 and presented with decreased range of motion, 0 year(s) and 6 month(s) post initial procedure in (B)(6) 2021. The outcome of this event is considered continuing and the action taken was extension splint. The case report form indicates that this event is possibly related to the device and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5: 5379021. 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t: 6525907. 02-022-51-2509 - truliant tib imp crc insert sz 2.5, 9mm: 5179661.